Event description:
The below report was received by health authority (B)(6) (reference number: (B)(4)) on 25-may-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of myalgia ("muscle pain") in a (B)(6) female patient who had essure inserted (lot no. 646533). Additional non-serious events are detailed below. The patient had a medical history of obesity. On (B)(6) 2009, the patient had essure inserted. In 2014 she experienced myalgia (seriousness criterion medically important), neck pain ("neck pain"), premature menopause ("early menopause"), skin odour abnormal ("strong body odour") and burnout syndrome ("burnout") and was found to have uterine leiomyoma ("multi-fibroid uterus") and weight increased ("weight gain"). An unknown time later she underwent hernia repair ("hernia operation l4 - l5"). The patient was treated with surgery (hernia repair). Essure treatment was not changed. At the time of the report, the myalgia, neck pain, premature menopause, uterine leiomyoma, weight increased, skin odour abnormal and burnout syndrome had not resolved. The outcome of hernia repair was unknown. No causality assessment was received for essure with regard to myalgia, premature menopause, hernia repair, neck pain, uterine leiomyoma, weight increased, skin odour abnormal or burnout syndrome. The reporter commented: side and adverse effects following insertion of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (afssaps, reference number: (B)(4)) on 25-may-2022. The most recent information was received on 01-jun-2022. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. This spontaneous case was reported by a consumer and describes the occurrence of myalgia ('muscle pain') in a 37-year-old female patient who had essure (batch no. 646533) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. On (B)(6) 2009, the patient had essure inserted. In 2014, the patient experienced myalgia (seriousness criterion medically significant), neck pain ("neck pain"), premature menopause ("early menopause"), skin odour abnormal ("strong body odour") and burnout syndrome ("burnout") and was found to have uterine leiomyoma ("multi-fibroid uterus") and weight increased ("weight gain"). On an unknown date, the patient underwent hernia repair ("hernia operation l4 - l5"). The patient was treated with surgery (hernia repair). Essure treatment was not changed. At the time of the report, the myalgia, neck pain, premature menopause, uterine leiomyoma, weight increased, skin odour abnormal and burnout syndrome had not resolved and the hernia repair outcome was unknown. The reporter provided no causality assessment for burnout syndrome, hernia repair, myalgia, neck pain, premature menopause, skin odour abnormal, uterine leiomyoma and weight increased with essure. The reporter commented: side and adverse effects following insertion of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 103 kgs. Lot number: 646533, manufacture date: 2009-06, and expiration date: 2012-06 -00. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 1-jun-2022: quality safety evaluation of ptc. A technical investigation was be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.